Event description:
Boston scientific crm received information this implantable cardioverter defibrillator (ICD) was eroding through the pocket. It was noted that the patient had thin skin. There was no evidence of infection. The device was explanted and replaced with a device from another manufacturer. No adverse patient effects have been reported.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.

Manufacturer narrative:
Correction filed to correct event type from product problem to adverse event.